Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The product is being held by the hospital's attorney.

Event description:
It was reported that during a laparoscopic appendectomy procedure they had used the blue reload for the first firing successfully to transect the appendix then the surgeon fired two white reloads across the mesoappendix. They then fired the third white reload and when the surgeon observed the staple line the device had cut but did not staple. They then attempted to place clips and they would not hold. At this point the surgeon made a decision to convert to an open procedure. The patient lost 150ml of blood but required no blood products. They had removed the stapler and fired the reload again on the (B)(6) as a dry fire and they could see the orange drivers. The product is being held by the hospital's attorney. Patient is stable.